Event description:
The reusable tibial insert impactor tip broke at the point where the tip connects to the impactor handle. Surgery was completed. Successfully.

Manufacturer narrative:
The reusable tibial insert impactor tip broke at the point where the tip connects to the impactor handle. Surgery was completed successfully. Review of inspection records for the affected component indicate that the device was manufactured to specification.